Event description:
A customer in (B)(6) notified biomérieux of obtaining false resistant results for different carbapenem antibiotics when performing antibiotic susceptibility testing for multiple patient isolates with the vitek® 2 ast-n223 test kit, lot 6230811103. The customer reported that they obtained carbapenem resistant mics with initial testing. Repeat testing provided susceptible results. The customer reported that there was no patient harm or incorrect treatment provided due to the discrepant results. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was initiated in response to customer complaints reporting falsely elevated mics for carbapenem drugs on particular lots of gram negative antimicrobial susceptibility (ast-gn) test cards. Examination of retained stock and product returned from customer sites showed that some card pouches within the implicated lots had top seals that could be pulled open with minimal effort. The weak top seals allowed the card to be exposed to moisture/humidity during storage leading to deterioration of drugs in the card wells and falsely elevated mics. Carbapenems are among the most moisture-sensitive drugs, so they will be the first drugs impacted when pouch integrity is breached. The investigation determined that impacted cards were pouched on the same equipment, poucher 1. Extensive reviews of manufacturing records, retained card stock, and customer complaint data isolated the issue to lots manufactured from 10aug2018 to 29aug2018. Since it is typical for more than one poucher to be used for packaging a card lot, cards pouched on other pouchers are not impacted by this issue. For cards pouched using poucher 1, the incidence of the ineffective top seal issue varies. This investigation identified potential sources of variation in the pouch sealing process that contributed to the occurrence of ineffective top seals. Actions were created related to the pouchers to achieve a more consistent sealing process. Actions were also taken to add inspections for the pouch top seal during production. Further actions will be implemented to add seal inspections that will detect the type of weak top seals identified in this investigation in the final lot release qc. A field safety corrective action (fsca 4215) was issued 11jan2019 and sent to customers who received any of the card lots manufactured using poucher 1 during the implicated timeframe. The communication included instructions for locating the poucher number on the card pouch and for inspecting the pouch top seal to identify pouches with ineffective seals.

Manufacturer narrative:
Additional testing was performed as part of the investigation that included identification confirmation of the submitted organisms (s9-s13), with testing of two cards of vitek® 2 ast-n223 (one from the customer lot, cl 6230811103 and one from a random lot, rl 6230722203). The customer has used blood agar and mac conkey subcultures. In-house, all tests were performed with cba (cos bmx) subcultures since both media gave the same results. Strains tested: va 591119 called s9. Va 591710 called s10. Va 591710 called s11. Va 591731 called s12. Va 591768 called s13. Reference methods to determine the intended result : · pcr carbapenemase (pcr multiplex imp/vim/ndm/kpc/oxa-48 like) to check the absence of carbapenemase strain (assay lbmsc-ast-67) : s9 to s13: imp - ; vim - ; oxa-48 like - ; ndm - ; kpc -; no carbapenemase · broth microdilution (bmd) which is the method used for imipenem development (ipm04n formulation) in ast-n223 card : s9 : ipm mic = 0,06 mg/l s. S10 & s12 : ipm mic = 0,125 mg/l s. S11 : ipm mic = 1 mg/l s. S13 : ipm mic = 4 mg/l I. Vitek 2 v7.01 ast-n223 card testing (aes parameters : eucast + eucast based): for imipenem: s9/s11/s12: ipm vt2 mics susceptible on both lots tested. The vitek 2 mics are within essential agreement compared to the reference bmd mics without any category errors. S10: ipm vt2 mics susceptible on both lots tested. The vitek 2 mics are essential agreement errors compared to the reference bmd mics (> 1dd) without any category errors. S13: ipm vt2 mics intermediate on both lots tested. The vitek 2 mics are within essential agreement compared to the reference bmd mics without any category errors. For meropenem: mem mics susceptible on all lots tested for s9 to s13. S10 to s13: for both cl and rl, the vitek 2 mics are within essential agreement compared to the reference bmd mics without any category errors s9: for the cl, the vitek 2 mics are within essential agreement compared to the reference bmd mics without any category errors for the cl. For the rl, the vitek 2 mic is an essential agreement error compared to the reference bmd mics (> 1dd) without any category errors. For ertapenem etp mics susceptible on all lots tested for s9 to s13. The vitek 2 mics are within essential agreement compared to the reference ad mics without any category errors. Conclusion for ast-n223 card: false resistant customer's results are not reproduced in house. No carbapemase phenotype was triggered by the aes. Note: vitek 2 ast-n223 lot 6230811103 is associated with field safety notification fsca 4215, regarding pouch integrity issues.